Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical and stylet insertion testing. Laboratory analysis was unable to confirm the reported allegation of dislodgement, laboratory observations and field report were insufficient to verify this allegation. The surgery code was not confirmed as well, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. Further information was requested but no response was given. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. No additional adverse patient effects were reported.